Manufacturer narrative:
(B) (4) (B) (4). Articulation gear teeth the analysis showed that the scg45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device. The reload was unfired and with the lock out normal. The returned device was tested for functionality with the returned reload and two test reloads on the left, centered and right articulated positions, and it fired, cut and form all staples as intended. The device was disassembled to verify the condition of the internal components and the left articulation gear teeth were found broken. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. The device opened and closed without any difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic lobectomy procedure, when the jaw was inserted through the trocar after the cartridge was replaced at the third firing, it had a difficulty in opening the jaw. The device was checked outside the patient and found that the articulation could not function properly. When the jaw was clamped, the jaw turned to the right automatically. So the device was stopped using and another device was used to complete the case. The doctor commented that the device had not been pressured strongly. There were no adverse consequences for the patient.